Event description:
It was reported that there was high impedance, increased and high thresholds on the right atrial (ra) lead. The lead was capped and not replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.